Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this electrode was inappropriately shocked 2 times in primary vector due to noise and oversensing. It was noted the noise was possibly myopotential noise. The shock impedance measurement post shock was 194 ohms. Technical services (ts) discussed troubleshooting and programming options. The electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received 2 additional inappropriate shocks (ias) due to oversensing of p waves and qrs complex. The shock impedance measurement was high at 198 ohms, remaining within normal range. Technical services (ts) recommended imaging. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a new electrode, which remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode was inappropriately shocked 2 times in primary vector due to noise and oversensing. It was noted the noise was possibly myopotential noise. The shock impedance measurement post shock was 194 ohms. Technical services (ts) discussed troubleshooting and programming options. The electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received 2 additional inappropriate shocks (ias) due to oversensing of p waves and qrs complex. The shock impedance measurement was high at 198 ohms, remaining within normal range. Technical services (ts) recommended imaging. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a new electrode, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to bsc aware date of 02/02/2022 changed to 02/02/2023.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this electrode was inappropriately shocked 2 times in primary vector due to noise and oversensing. It was noted the noise was possibly myopotential noise. The shock impedance measurement post shock was 194 ohms. Technical services (ts) discussed troubleshooting and programming options. The electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received 2 additional inappropriate shocks (ias) due to oversensing of p waves and qrs complex. The shock impedance measurement was high at 198 ohms, remaining within normal range. Technical services (ts) recommended imaging. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Correction to bsc aware date of 02/02/2022 changed to 02/02/2023.

Event description:
It was reported that the patient with this electrode was inappropriately shocked 2 times in primary vector due to noise and oversensing. It was noted the noise was possibly myopotential noise. The shock impedance measurement post shock was 194 ohms. Technical services (ts) discussed troubleshooting and programming options. The electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received 2 additional inappropriate shocks (ias) due to oversensing of p waves and qrs complex. The shock impedance measurement was high at 198 ohms, remaining within normal range. Technical services (ts) recommended imaging. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a new electrode, which remains in service. No additional adverse patient effects were reported. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.